Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 0.184" x 0.637" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is reportable malfunction event due to the following: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument had a broken tip and had missing portion. There was no report of patient involvement.